Event description:
A report was received that the patient was having discomfort at the lead site. The patient underwent a revision procedure wherein the physician was clipping the lead and capped it with a suture sleeve. The patient was doing well postoperatively.